Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in the clinic, it was noted that the patient had developed pocket infection. The entire system, including the pacemaker, and the chronic right atrial lead and right ventricular lead were explanted on (B)(6) 2020. The patient was in stable condition.